Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when during positioning of the stent, the stent balloon ruptured at 2 atm during deployment, resulting in failed delivery. The system was removed, and initially it was not recognized that the undeployed stent had dislodged. When re-entering the vessel with a new stent, the previously undeployed stent was observed still within the vessel. The dislodged stent was not removed from the patient. As the stent remained on the guidewire, a euphora 2.0 x 20 mm balloon was inflated to deploy the stent. The stent was then post-dilated with an nc euphora 3.5 x 20 mm balloon. Subsequently an onyx frontier 4.0 x 12 mm stent was deployed in the middle of the two deployed stents, and all three stents were post-dilated using the 4.0 x 12 mm stent balloon. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The lesion being treated was a non-tortuous, non-calcified lesion with 70% stenosis located in the proximal right coronary artery (rca). The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of the event.